Event description:
On (B)(6) 2010, l3/4 small xia operation was performed and on (B)(6) 2012, l2/5 small xia revision operation for the adjacent segmental diseases was performed. The surgeon has noticed that the rod has separated from the screw of l5 left when he checked the CT and x-rays one week after the revision operation. On (B)(6) 2012, reoperation was performed and all the implants were changed to xia3. At extraction of l5 left blocker, although it was loosening, it was not crossing thread.

Manufacturer narrative:
Add'l info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.